Event description:
Sorin group received a report that errors were displayed after cleaning the stockert heater-cooler. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that errors were displayed after cleaning the heater-cooler. A sorin service representative found the cause for this issue and the ac mains board with ribbon cable was replaced, which resolved the problem. A full functional evaluation was performed with no issues. The 3t heater cooler was placed back into service. The ac mains board was forwarded to sorin group (B)(4) for analysis. The replaced ac mains board was then sent to the supplier. As a result of the investigation it was found that the supply voltage was out of tolerance due to a defective voltage controller. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that errors were displayed after cleaning the stockert heater-cooler. There was patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.